Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: thirst, dry mouth, nausea. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for hi blood glucose test results and error message (e-5). Mother is calling on behalf of the customer. At the time of the call the customer reported symptoms of thirst, dry mouth and feeling like she was going to vomit. Medical attention was not needed at the time of the call. The customer declined to troubleshoot and requested replacement.

Manufacturer narrative:
Sections with additional information as of 27-apr-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user has high glucose value.